Manufacturer narrative:
Product analysis (B)(4) :analysis was able to confirm the customer comment that the external pulse generator (epg) encountered a battery problem. A new battery was installed according to the brand specified in the manual, which should last a minimum of 7 days at nominal values before discharging. A functional test was performed at nominal values for 4 hours. The epg displayed a low battery alarm, resulting in an error code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) encountered a battery problem. It was noted that the batteries were consumed in less than 3 hours. There was no patient involvement.